Manufacturer narrative:
B3: unknown; no information has been provided to date. This file was originally incorrectly filed under registration number mrn 9617604-2025-00229. The date of that submission was 13-june-2025. One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue could be duplicated. No damage or anomalies were observed during the initial assessment. In attempts to replicate clinical use the cassette was filled with 250ml of water using an ICU medical provided syringe. A leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The luer tube bond was separated and the tube and bond pocket were observed. Spotty solvent coverage was observed. The probable cause is due to insufficient solvent coverage. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
An email was received regarding a medication cassette with item number 21-7609-24 and lot number 6012373. It was stated liquid leakage from the connector part. The event occurred during use. There was no reported patient harm/adverse event.